Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery container was difficult to open. It was recommended that the epg be returned for service, but its current status is unknown. No patient complications have been reported as a result of this event.